Event description:
It was reported that a catheter issue occurred. The target lesion was located in a 90% stenosed, severely calcified vessel. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion when it was noted that the position of the transducer was more distal than expected and was speculated to be stretched. When they removed the catheter from the body, resistance was observed. They used another of the same device to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the sheath was kinked, the distal housing was observed farther than usual from the tip section and no damages or failures were observed on the ccp (catheter code pcba) board assembly. Microscope inspection revealed the imaging window was kinked and stretched. The guidewire exit port and tip were in good condition. Functional inspection was performed, and a test guidewire was inserted and no indication of resistance in tracking the guidewire into of the catheter was noted. The catheter was properly recognized by the imaging system when plugged into the mdu and no connection issues or errors were detected during its testing. Impedance testing shows a good unit wave form. During image characterization testing, a good square image appeared in the ilab system. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in a 90% stenosed, severely calcified vessel. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion when it was noted that the position of the transducer was more distal than expected and was speculated to be stretched. When they removed the catheter from the body, resistance was observed. They used another of the same device to complete the procedure. There were no patient complications reported.